Event description:
The customer reported coupler side detached and air leakage at the root during maintenance involving an olympus autoclavable camera head. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.